Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. However, pump was received with intermittent button response due to flattened escape button dome switch (creased). No unlocked j2/lcd keypad connector. The insulin pump passed self test.

Event description:
The customer reported via phone call that the insulin pump had a crack and piece was broken off where the reservoir goes in. The customer was sick since wednesday and blood glucose level was high and value was 155 mg/dl and customer declined troubleshooting for blood glucose. The insulin pump will be returned for analysis.